Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that contacts 2 and 3 on the lead appeared bent. The manufacturer representative (rep) assumes there was tension applied to the end cap during the stage 1 or stage 2. They checked electrode impedances and they were all within normal range. No actions were taken and the issue was resolved.